Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic right hemicolectomy, after firing the device, it was removed from the patient, but the jaw could not be opened, so the surgeon could not install new reload. A new device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.